Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on radius, striated opening on anterior and crease fold. Base on the device analysis the final assessment is: a striated opening and broken assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported, "hole, non-specific."

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device has been explanted.